Event description:
Patient reports syringes are jagged and painful when injecting - usually smooth and painless when doing her injections. Dose, frequency and route used: sq. Diagnosis for use: diabetes.